Event description:
Following a percutaneous coronary intervention (pci) on (B)(6) 2011, an 8f angio-seal evolution was selected for use. A pre-deployment angiogram revealed a right common femoral artery (rcfa) puncture with a 6.0 mm lumen diameter. Mild calcification was observed around the puncture site. A 6f terumo sheath was used during the pci procedure. The angio-seal deployment was performed without any problem and manual compression was applied for a couple of minutes just to confirm hemostasis. The following day, the pt was discharged from the hospital. On (B)(6) 2011, bleeding from the puncture site was observed. The pt observed the puncture site over the weekend, but on (B)(6) 2011, visited the emergency department. A large hematoma and pseudoaneurysm were identified at the puncture location. The pt underwent an emergent surgery to treat the pseudoaneurysm on (B)(6) 2011.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.